Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus switzerland. The subject device was sent to a third party laboratory for additional microbiological testing after reprocessing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the auxiliary channel of the subject device tested positive for klebsiella pneumoniae (100cfu/ml), enterobacter ludwigli (50cfu/ml), stenotrophomonas maltophila (40cfu/ml) and pseudomonas aeruginosa (15cfu/ml) during a routine surveillance culturing test at the facility on (B)(6) 2018. The auxiliary channel also tested positive for klebsiella pneumoniae¿pseudomonas aeruginosa (>10,000 cfu/ml in total)during additional culturing test at the user facility on (B)(6) 2018. It was reported that the user facility had cleaned the subject device using a non-olympus cleaning brush and manually disinfected the subject device, there was no report of patient infection associated with the event.